Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using trusteel infusion sets for 3 days. System check was performed with tandem technical support and no issues were identified. Multiple attempts were made to follow up with the customer for additional troubleshooting, but no response was received. Customer's blood glucose was between 300 and the 400 mg/dl range.